Event description:
Additional information received from the hcp reported that the cause of the event was depleted battery power. The patient was scheduled for ins replacement and possible lead replacement on (B)(6) 2012. The manufacturer's device registry showed that the patient's ins was replaced as scheduled. There was no patient injury and the patient did not require hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v496051, implanted: (B)(6) 2010. Product type: lead: product ID 3889-28, lot# v496051, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event was the patient fell on her device. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. She had loss of bladder control and was urinating nonstop. Her symptoms started the first week of (B)(6) 2012. The patient stated it may have been because she was drinking more water. Her status is undetermined. She was not feeling stimulation, but she never really did. The patient fell in (B)(6) 2012 and sprained her right ankle, which was the same side as the device. It was also reported that the patient was not able to make adjustments with or without the antenna attached. Additional information has been requested, but was not available as of the date of this report.